Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, and the device was not working. A surgical procedure was performed to remove and replace the aus. The suspected cause of the device malfunction is old age. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, and the device was not working. A surgical procedure was performed to remove and replace the aus. The suspected cause of the device malfunction is old age. Despite good faith efforts, the patient's outcome is not available at this time.